Event description:
CPAP mask air leaks may have resulted in excessive dryness in my right eye, triggering recurrent corneal erosion both my md + do reported issues related to CPAP use and corneal erosion, and believe CPAP use may trigger this condition in some pts. A protective eye shield may be advisable for CPAP users. Dose or amount: 1. Nightly use. 2. Nightly use. Diagnosis or reason for use: obst sleep apnea. I am currently wearing an eye shield to prevent air leaks over my eyes. Appears to have prevented recurrence (w/surgery).